Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2007, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior and posterior vaginal compartment repair, vaginal hysterectomy, sacrospinous colpopexy, sling operation for stress incontinence and suprapubic stab cystotomy procedures on (B)(6) 2007 to treat urinary urgency and frequency. As reported by the patient's attorney, the patient had experienced urinary retention, urinary tract infection, infections, ureter obstruction, urinary frequency and urinary urgency. Subsequently, the patient did not undergo the suggested division of tape but was taking allegron, as it helped the patient's urgency well and vaginal oestrogen to help with the urinary tract infection. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an anterior and posterior vaginal compartment repair, vaginal hysterectomy, sacrospinous colpopexy, sling operation for stress incontinence and suprapubic stab cystotomy procedures on (B)(6) 2007 to treat urinary urgency and frequency. As reported by the patient's attorney, the patient had experienced urinary retention, urinary tract infection, infections, ureter obstruction, urinary frequency and urinary urgency. Subsequently, the patient did not undergo the suggested division of tape but was taking allegron, as it helped the patient's urgency well and vaginal oestrogen to help with the urinary tract infection. *additional information received on october 19, 2022: on august 28, 2013, the patient underwent a cystoscopy procedure due to recurrent urinary tract infection. Cystoscopy showed a normal bladder and no focal lesions. It was noted that the patient might have hematuria post procedure. She was then advised to return for a follow-up visit in one week. On april 10, 2015, the patient underwent urethrolysis, anterior repair and cystoscopy procedure. The suburethral incision needed to be extended due to contracted vagina and poor view. The tape was resected as widely as possible. Notes at that time included detrusor overactivity and inflamed bladder on cystoscopy, though the report also indicates a normal bladder and urethra. The patient was scheduled for a follow-up in two weeks.

Manufacturer narrative:
Blocks b5 and h6: patient and impact codes have been updated based on the new information received on october 19, 2022. Correction to block g2. Block b3 date of event: date of event was approximated to (B)(6) 2007, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: the following patient codes capture the reportable events below: e1309 - urinary retention, e1310 - urinary tract infection, e1906 - further infections, e2328 - ureteral obstruction, e1715 - contracted vagina. Impact codes f1901 and f1905 capture the reportable events of urethrolysis and anterior repair and resection of the mesh procedures.